Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he spoke to the customer and she stated she experienced high and low blood glucose and some of them caused hospitalization. The customer stated she stopped using the insulin pump years ago due to these events. The customer declined transfer to the helpline.